Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock became loose. The customer experienced an elevated blood glucose (bg) level; however, no specific value was provided. Insulin pen injections delivered to address bg levels, but customer reportedly still did not feel well. The customer went to the emergency room and was subsequently hospitalized for diabetic ketoacidosis treatment. Multiple attempts were made to follow up with the customer; however, no additional information was provided.